Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and minor scratches on display window.

Event description:
The customer reported via phone call of a cracked ring at the top of the reservoir compartment of the insulin pump. The customer's blood glucose reading was 162 mg/dl. The customer stated that he has a cracked ring at the top of the reservoir compartment. The customer stated that the ring was moving in and out. The customer stated that he noticed the damage when he was changing his set. The customer stated that the pump was bumped into his bed. The customer stated that the o-ring popped out and he had pushed it back into place but there were cracks on each side of the o-ring. The customer stated that he had problems reading some of the information from the bolus screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.